Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device was received on oct. 19, 2020 but not reported. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006 / lot # h521672) was received at us cq. The device¿s needle was broken off the body and was not returned. The protection sleeve was also missing. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; tip is broken and protection sleeve is missing. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. The broken off component was not returned. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received depth gauge. Although no definitive root-cause can be determined its possible the instrument experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number:319.006, synthes lot number: h521672, supplier lot number: n/a, release to warehouse date: nov 19, 2018, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the depth gauge was reported broken after surgery completion in the sterile processing inspection. Fragments were generated from the broken device and it was unknown if it was removed easily or not. There was no surgical delay. The procedure was successfully completed. Patient outcome was as planned. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).